Event description:
She does not like the bags we sent because they cause an infection on her skin.

Manufacturer narrative:
Qn#: (B)(4). No device history record (DHR) was conducted due to no lot# provided, therefore; product can't be traced. No sample is available for the manufacturer to evaluate. Our products have been tested for biocompatibility. Other customers have no complaints in this respect. This may be an exceptional case. The quality department will continue to follow up. The customer may use it for a long time or have sensitive skin. The quality department will continue to follow up.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
She does not like the bags we sent because they cause an infection on her skin.